Event description:
It was reported an absorption defect product, which does not absorb exudation in the middle of the dressing, only at the edges delaying wound healing, occurred with all products in the same batch.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. As no samples were returned, a product evaluation could not be carried out to assess the reported failure mode. Finished products are tested to ensure that various features of the dressing are within specification. The absorption capacity for lot 201821 of this product was found to be within specification. The skin site that the dressing is applied to must be clean and dry. If there is any moisture on the skin the dressing may not properly adhere to skin. As stated in the instructions for use for this product; ¿allevyn¿ gentle border is a silicone gel adhesive hydrocellular foam dressing that provides the optimal moist wound healing environment to promote the healing of moderately and highly exuding wounds. The silicone adhesive layer is gentle, even to fragile skin, and makes it easy to apply, reposition and remove. The dressing has an absorbent foam pad. A breathable outer film helps prevent bacterial contamination and is showerproof however the dressing should not be immersed in water.¿ on this occasion we have been unable to confirm the reported failure mode and subsequently identify a root cause. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.